Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During filling with 0.9% sodium chloride, two small volume intermate balloon¿s ruptured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 08 may 2018 and 10 may 2018. The actual device was not available; however, a photograph of both samples were provided for evaluation. Visual inspection on the retuned sample photos revealed a ruptured bladder on both devices. The reported problem was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.